Event description:
It was reported that transient ischemic attack (tia) occurred. The patient previously underwent a left atrial appendage (laa) closure procedure with implantation of a 24mm watchman flx pro closure device. Follow-up imaging demonstrated the closure device remained in stable position with no peri-device leak observed. 419 days post index procedure, the patient experienced a tia. The patient was monitored and is expected to fully recover.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted. The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that transient ischemic attack (tia) occurred. The patient previously underwent a left atrial appendage (laa) closure procedure with implantation of a 24mm watchman flx pro closure device. Follow-up imaging demonstrated the closure device remained in stable position with no peri-device leak observed. 419 days post index procedure, the patient experienced a tia. The patient was monitored and is expected to fully recover. It was further reported the patient was discharged home. The patient had been on dual antiplatelet therapy (dapt) at the time of the tia.

Event description:
It was reported that transient ischemic attack (tia) occurred. The patient previously underwent a left atrial appendage (laa) closure procedure with implantation of a 24mm watchman flx pro closure device. Follow-up imaging demonstrated the closure device remained in stable position with no peri-device leak observed. 419 days post index procedure, the patient experienced a tia. The patient was monitored and is expected to fully recover. It was further reported the patient was discharged home. The patient had been on dual antiplatelet therapy (dapt) at the time of the tia.

Manufacturer narrative:
D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available a supplemental report will be submitted.